Manufacturer narrative:
The patient reported skin irritation on (B)(6) 2026 while using an mcot device with flexwire configuration and vermed cloth electrodes. The patient experienced multiple skin reactions including allergic reaction, irritation, itching, raised skin, rash, rawness (both with and without open skin), bleeding/discharge, hives, open sores, and scabbing. The electrode lot number was 415325. The patient sought medical treatment for the skin irritation and was prescribed a topical steroid. Due to the skin reaction, the patient discontinued use of the device/took a break in service. The patient confirmed following the recommended skin preparation steps. The patient has a history of skin sensitivity, specifically latex and adhesive allergies. The flex wire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while utilizing the electrode - pad - vermed electrode is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient is elderly and over 65 years old and has a history of skin sensitivity, specifically latex and adhesive allergies. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported skin irritation on (B)(6) 2026 while using an mcot device with flexwire configuration and vermed cloth electrodes. The patient experienced multiple skin reactions including allergic reaction, irritation, itching, raised skin, rash, rawness (both with and without open skin), bleeding/discharge, hives, open sores, and scabbing. The electrode lot number was 415325. The patient sought medical treatment for the skin irritation and was prescribed a topical steroid. Due to the skin reaction, the patient discontinued use of the device/took a break in service. The patient confirmed following the recommended skin preparation steps. The patient has a history of skin sensitivity, specifically latex and adhesive allergies.